Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 478mg/dl. The customer was treated for high blood glucose with syringe insulin delivery. The customer was advised the 2 high blood glucose rule. The customer stated that the drive support cap is flush. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 600 mg/dl. The customer stated that the drive support cap is flush. The customer doesn't know how the damage occurred. The customer doesn't recall pressing the cap while connected. The customer was advised that the device would be replaced. The customer was advised to follow their medically prescribed backup plan. The customer is not at 478 mg/dl and he is trying to get it under control.